Event description:
The liquid waste line on the analyzer was crimped, which could cause falsely elevated troponin I results that might initiate a cardiac catheterization. There was no report of pt harm as a result of this occurrence.